Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The sgc referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the separation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted. When advancing the third clip delivery system (cds), it was noted air was entering the hemostasis valve of the steerable guide catheter (sgc). Aspiration was performed however air was still seen entering the valve therefore the cds was removed. Blood was seen exiting from the valve therefore the sgc was removed. Outside the patient, when flushing the sgc, it was noted the clip introducer had broken off and part of it was stuck in the sgc. A new sgc and cds were used to complete the procedure, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The return device analysis confirmed reported material separation as the clip introducer tubing material was observed to be detached from the clip introducer housing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint similarity identified one similar complaint. Based on the information reviewed, the investigation identified the reported material separation as a potential quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.